Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, low sensing values were noted on the right ventricular lead due to dislodgement. The lead was repositioned and the patient was stable with no consequences.